Event description:
As reported: during tavr procedure bypass tube would not advance into the button valve. Completed with another device (same model).

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while attempting to advance the bypass tube into the sheath hub. No bending or buckling of the bypass tube occurred when resistance was met. The physician stopped advancing the bypass tube and determined to withdraw the first 18f manta closure unit and manta sheath. A second 18f manta closure unit and sheath were opened, placed, and deployed successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.